Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter tip is defective. This was discovered before use. The following information was provided by the initial reporter: silicone tip of the catheter defective.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter tip is defective. This was discovered before use. The following information was provided by the initial reporter: silicone tip of the catheter defective.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/26/2020. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unused, insyte autoguard bc 20ga unit in an opened package from catalog number 38103414, lot number unknown. The label was torn so no lot number was not visible. One photograph was submitted which displayed a loose catheter/adapter assembly, package and retracted needle set assembly. Through the visual/microscopic evaluation of the returned catheter/adapter assembly, the characteristic v shape of a spear through was revealed. The slit /cut continues around the tubing until it sliced through the tip of the catheter tubing. The reported issue was confirmed as the needle pierced through the catheter. This was physical/mechanical evidence to confirm and support a manufacturing equipment related issue for the reported defect.

Manufacturer narrative:
Correction: this complaint is not MDR reportable. A needle through the catheter, identified prior to insertion within the unit package renders the device unusable which may cause a customer inconvenience but will not lead to harm or serious injury, therefore this is not MDR reportable.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter tip is defective. This was discovered before use. The following information was provided by the initial reporter: silicone tip of the catheter defective.

Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: unknown. The date received by manufacturer has been used for this field. G.4. Date received by manufacturer: 2020-02-05.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter tip is defective. This was discovered before use. The following information was provided by the initial reporter: silicone tip of the catheter defective.